Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2010 and miniarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent cystoscopy, extensive transvaginal urethrolysis, excision of periurethral mesh, enterocele repair due to pop, sui, post failed sling with possible penetration into the urethral wall, large enterocele. It was reported on (B)(6) 2012, patient who had prior sling procedures for incontinence, which continues, had developed a very large enterocele, coming outside the introitus for a distance of 6 to 7cm. Ultrasound appears to show a folded mesh with possible penetration into the urethral wall. It was reported on (B)(6) 2012 partial mesh sling removal due to exposure of mesh.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary incontinence, and bladder disorder. It was reported that patient underwent removal of vaginal wall erosion, transvaginal urethrolysis on (B)(6) 2013 by dr. (B)(6) due to complication of mesh surgery and stress urinary incontinence. It was reported that patient underwent extensive transvaginal urethrolysis, 4-corner bladder and bladder neck suspension with a urethral sling using vaginal wall (raz procedure), rectocele repair, cystoscopy and incision of anterior to posterior bladder wall adhesion on (B)(6) 2014 by dr. (B)(6) due to complications of mesh surgery - incontinence, significant cystocele grade 3, moderate rectocele, overactive bladder, and spinal compression with probably neurogenic bladder.